Event description:
Reportedly, the device memories displayed an average heart rate of 213 min-1 in (B)(6) 2020. The patient has atrial fibrillation with complete heart block. No underlying rhythm was observed at 30 bpm. No anomalies were observed with the leads and no oversensing was observed in the follow-ups.

Event description:
Reportedly, the device memories displayed an average heart rate of 213 min-1 in (B)(6) 2020. The patient has atrial fibrillation with complete heart block. No underlying rhythm was observed at 30 bpm. No anomalies were observed with the leads and no oversensing was observed in the follow-ups.

Manufacturer narrative:
Please refer to the attached analysis report.